Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary preliminary testing confirmed a no output condition. Further analysis determined this was the result of lifted hybrid bond wires. It was reported that the device was explanted due to the patient experiencing events of immobility and lightheadedness. Interrogation of the device yielded unreliable atrial capture and frequent brief episodes of atrial sensed events ranging from 300 to 400 bpm. A sudden jump in atrial impedance from normal to off scale levels was also observed. Holter ECG revealed muscle interference associated with a sudden increase in ventricular pacing rate. Complete loss of capture was observed when the pocket was opened and the physician questioned an atrial connector issue. No further patient complications were reported as a result of this event. The patient was noted to be doing well post procedure. Actual device involved in incident was evaluated electrical tests performed mechanical tests performed visual examination component/subassembly failure (select specific code from category d) wire device was out of specification in a manner that relates to event capture, intermittent impedance, high.

Event description:
It was reported that the device was explanted due to the patient experiencing events of immobility and lightheadedness. Interrogation of the device yielded unreliable atrial capture and frequent brief episodes of atrial sensed events ranging from 300 to 400 bpm. A sudden jump in atrial impedance from normal to off scale levels was also observed. Holter ECG revealed muscle interference associated with a sudden increase in ventricular pacing rate. Complete loss of capture was observed when the pocket was opened and the physician questioned an atrial connector issue. No further patient complications were reported as a result of this event. The patient was noted to be doing well post procedure.